Manufacturer narrative:
Continuation of d10: product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2025, product type lead, product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received form the patient. It was reported the cause of the shocking was that the electrodes were free flowing, causing shocks when moving on to the patient's back from their sides. To resolve the issue, the patient turned down the programs to a lower setting or turned the stimulator off.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they felt a shock along the lower part of their body last friday or saturday night. Patient stated that when they went to bed, they felt the shock, so they had to decrease the intensity. Patient mentioned they were told by their healthcare provider (hcp) that they would need to adjust their intensity when they change positions. Patient also mentioned that they would increase their intensity during the day and decrease it when they lay down at night. Agent reviewed to discuss inquiries with their healthcare provider (hcp). Agent redirected patient to hcp to address issue further. Patient also has other questions about ins function and guidelines and mentioned they have a follow up appointment with their hcp next week and will ask the doctor about the questions they have.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.